Event description:
Customer reported that pump screen was broken, rendering touchscreen unreadable and unresponsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.